Event description:
It was reported that during a laparoscopic roux-en-y procedure the duckbill seal fell into the patient. The seal was retrieved through the trocar. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was received with the duckbill torn and out of position. One potential cause for the damage found may be the snagging of an instrument during insertion. However, an investigation has been initiated to address the potential root cause of the found duckbill issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.